Event description:
It was reported that alerts were displayed for anti tachycardia pacing (atp) therapy and ventricular shock therapy delivered to convert arrhythmia. The arrhythmia was initially detected in ventricular tachycardia (vt) zone at a rate of 211bpm and atp was delivered. Post atp attempt, the rate accelerated into the ventricular fibrillation (vf) zone at a rate of 253 bpm. A 41j shock was then delivered with successful conversion. The device remains in service and no additional adverse patient effects were reported.